Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The contact performed infusion set and cartridge changes resolving the occlusions the customer experienced blood glucose (bg) levels ranging between 275-449mg/dl and ketones; no ketone value was provided. Manual injections were administered and water was consumed to address the bg levels and ketones. As the occlusion alarms had occurred in the past and supplied had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support educated the contact in regards to occlusion alarms and the possible causes of occlusions. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.